Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a mr850 respiratory humidifier was not working. There was no reported patient involvement.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that the speaker of a mr850 respiratory humidifier was not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) in new zealand for evaluation. The device was visually inspected and opened for further inspection. The speaker was also performance tested by fitting to another functional mr850 device. Results: the subject mr850 was found to be non-operational when powered on. Visual inspection indicated that the case screw was missing and the speaker socket had been resoldered. It was further revealed that a capacitor on the main pcb board was missing. There was also evidence of damaged internal components on the pcb board. The speaker was tested with a functional mr850 device and was found to be fully operational. Conclusion: the missing case screws and damage of the internal components of the pcb indicated that the unit had been tampered with. We are unable to confirm the reported event as there was no fault found with the speaker of the subject mr850. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. The product technical manual also warns- "no modification of equipment or replacement of individual components is allowed". "Use of damaged components or accessories may impair the performance of this device or compromise safety". In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.